Manufacturer narrative:
Plant investigation: a visual inspection of the returned cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the pump. There were not visual indications of particulates within the cassette area. There were not burrs or sharp edges in cassette area that may have punctured a cassette membrane. Touch screen test failed - when powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2414 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. Touchscreen test passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. There were not discrepancies encountered with the mushroom heads. The device history record did not reveal any issues or problems related to the reported symptom code(s). Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be a short on the transformer of the inverter board.

Event description:
A peritoneal dialysis (pd) patient reported that a cycler's screen went blank during step 7 of setup. The patient pressed ok, stop and touched the screen but it remained blank. The patient rebooted the cycler and issue reoccurred. Technical services replaced cycler due to blank screen. The fresenius technical support representative advised that a replacement cycler would be issued, and to discontinue using their current unit. Upon follow up, it was confirmed that the patient was not able to complete treatment on the cycler or manually the reported day. A new cycler has been delivered and the patient has been able to use it without further issues, the old one is scheduled to be returned. No patient adverse effects were experienced, and no medical intervention was required. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.